Event description:
Brasseler received a notice from the food and drug administration that report mw5098855 was received through the FDA's medwatch program. The event description says, "drill bit broke in patient bone during procedure." Brasseler has made multiple attempts to collect more information from the customer. The customer has not provided any information.

Event description:
Brasseler received a notice from the food and drug administration that report mw5098855 was received through the FDA's medwatch program. The event description says, "drill bit broke in patient bone during procedure." Brasseler has made multiple attempts to collect more information from the customer. The customer has not provided any information.